Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Seringa 50 ml. Lot: 3004113 ((B)(4)).

Event description:
Additional information received has there been any harm to patients/healthcare professionals? A: no.

Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation it was reported there was a black dot on the plunger, grease on the flange, and a hole in the packaging near the nozzle. To aid in the investigation, two samples in sealed packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection was performed. One syringe plunger rod rub has a dark colored speck about 1/64" in size. Based on the size and location of this speck, it is considered an acceptable imperfection. The second sample has a wrinkle in the bottom part of the packaging bottom web; it is not damaged. The three photos provided show the samples received. No other defects or imperfections were observed. A device history record review was completed for provided material number 303552, lot 3004113. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but acceptable.